Event description:
Reporter alleged blood glucose measured 27 mg/dl at 9:28 pm back to back with a result of 124 mg/dl performed at 9:29pm. Customer stated taking normal medications prior to the results, however afterwards, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.